Event description:
It was reported that a patient underwent a robot-assisted laparoscopic partial nephrectomy on (B)(6) 2024 and a suture clip was used on the kidney. During the procedure the clip on the kidney suture was not able to clip on the thread. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: package lot number of the clips? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm. Please provide the applier product code and lot number? The applier product code is ka200 and lot number is unknown. Please confirm if there is an issue with the applier? There is no problem with the applier. If yes, please create a product complaint and provide the respective reference number(s). N/a. What suture type and size was used? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? No. If yes, after it closed, was the clip holding securely fixed on the suture? No. Was the applier checked for damaged (jaws straight and aligned)? Yes, there is no damage with the applier. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Yes. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm.